Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination found external insulation abrasions that breached the outer insulation and exposed the outer coil proximal to the suture tie impression. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. The reported event of lead fracture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures. However, an internal short was noted between conductor paths due to procedural damage.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the right atrial lead also exhibited over-sensed noise which resulted in inappropriate automatic mode switch episodes due to fracture. The patient was discharged in stable condition after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-95216. It was reported that the patient presented for explant of the right atrial and left ventricular leads due to fracture. Further information was requested but not received.